Manufacturer narrative:
Results: the embolization coil had offset coil winds. Conclusions: evaluation of the returned devices revealed three penumbra smart coils (smart coils) with their embolization coils intact with their pusher assemblies with offset coil winds on each. If the smart coil is not properly aligned within the hub of the microcatheter prior to advancement, offset coil winds may result. Both of the 2 cm long coils returned were able to be advanced through a demonstration catheter with some resistance. The returned 6 cm coil was unable to be advanced through its sheath. The offset coil winds on each coil contributed to the resistance experienced during functional testing. Further evaluation revealed kinks along the length of each pusher assembly. These kinks were likely incidental and occurred during packaging for return to penumbra. The root cause of the unknown substance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00040, 3005168196-2018-00041.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached four smart coils using a non-penumbra microcatheter. The physician then attempted to advance 3 smart coils through the microcatheter; however, the physician experienced resistance at hub of the microcatheter and was unable to advance the smart coils; therefore, the smart coils were removed. The procedure was then completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.